Manufacturer narrative:
Date of event: the date of event is unknown. The date received by the manufacturer is used. Device expiration date: this device does not have an expiration date. Device evaluation: a supplemental report will be filed upon completion of the device evaluation.

Event description:
It was reported that a bd ultra fine short insulin pen needle broke off in the patient's abdomen. The patient saw part of the needle sticking out and when she went to remove it, it just fell apart. She sates it disintegrated not broke. She called her doctor and the office rn said to come in for an x-ray. The patient went to the emergency department for an x-ray. The ed could not find the needle and tried several sites in case it traveled. The patient stated that after looking at the pen needle, a good part of the needle remained in the inner shield. Knowing it was only a small piece, she feels that the needle is not retained in her body but it had fallen to the floor. No further medical attention is needed but the patient reports having a panic attack as a result of this incident.

Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5133165. As there was no actual returned sample for evaluation, an absolute root cause for this incident cannot be determined. See manufacturer narrative.